Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) detected a ventricular tachycardia (vt) for which it appropriately delivered an 80j shock. The shock impedance was high but not out-of-range however the shock was ineffective. An x-ray confirmed that the device has rotated in the pocket. The patient was hospitalized and the device was replaced. The physician does not have any allegations against the functionality of the device and indicated that the root cause was incorrect device/can positioning. The explanted device will not be returned for analysis.